Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.(B)(4).

Event description:
Per additional information received, the original quantity of affected devices was reported incorrectly. There were three events that occurred and a forth was reported, but not enough information was provided to make a determination at this point on reportability of the 4th event. Only three events are now reported to have occurred and the event filed in this report, MFR#: 8030647-2016-00196, is no longer valid. Refer to MFR# 8030647-2016-00193, MFR# 8030647-2016-00194, MFR# 8030647-2016-00195 for the follow up on the remaining three events.

Manufacturer narrative:
(B)(4). The actual complaint product is available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving different patients. This is the fourth of four reports. Refer to 8030647-2016-00193 for the first patient. Refer to 8030647-2016-00194 for the second patient. Refer to 8030647-2016-00195 for the third patient. It was reported that, the catheter broke (became detached) from the hub and became lodged in the patient's airway. No additional information provided.